Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of the implant procedure the right ventricular (rv) lead had a drop in r-waves. A week later it was found that the r-waves had dropped even further and the rv lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.